Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer device was previously returned to pentax medical from a customer on 08/aug/2019 and inspection of the unit was performed on 12/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection; primary operation channel resistance; bending rubber non-pentax material; air/ water socket cylinder o-ring chipped; distal tip annual maintenance; distal cap/ case cracked; passed dry leak test; ce marking plate missing; lightguide prong cover glass set loose; passed wet leak test; middle lcb distal cover glass glue is missing; elevator body sticking; equipment serviced by non-pentax facility; rubber trim collar severe cut; fluid invasion not observed in control body; fluid invasion not observed in pve connector; prism glass glue missing; customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion.